Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w version 4.11e. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display anomalies noted. However, unit received with corroded battery tube. Unit received with cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and faded serial number label. The p-cap does lock properly.